Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. Before the surgery, it was found that the shaft is not disassembling, and it¿s became unusable. The surgery was completed with no surgical delay. No further information is available. This complaint involves two (2) devices. This report is for (1) shaft for 90 screwdriver this report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional procodes: dzj, dzi, h3, h6: part: 03.505.003, lot: 8213959, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: june 01, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned shaft for 90 screwdriver had no surface damage/defects that could have contributed to the complaint condition. The inner shaft and the screw driver shaft were received in the disassembled condition. The dimensional inspection was not performed due to the complex geometry of the device. A functional test to asses the device interaction issue was conducted. The inner shaft could not be assembled to the screw driver shaft. Thus device failed to functioned as intended. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint condition was confirmed for the shaft for 90 screwdriver as the device components could not assembled. The root cause for the reported complaint condition is attributed to a design- related/manufacturing issue. Relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: shaft complete, 90° screwdriver , shaft and head complete , shaft f/screwdriver 90° , cover screwdriver 90°. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.